Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-dec-2023. [Additional information]: on 05-dec-2023, additional information was received. Per the information, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8219115) is not available for return. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8219115. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00865 and 3008114965-2023-00866. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone:(B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8219115. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire impediment in the microcatheter with loss of cerebral target position and obstruction of the microcatheter (body/shaft) while in-patient with loss of cerebral target position, both events will require re-accessing the target site, which potentially increases risk for vessel trauma, vessel spasm, or ischemia/infarct. In this case, there were no reported patient adverse events as a result of the events, however, the time delay occurred at a critical procedural step, where high risks to the patient may have been present. The patient would have been pretreated with an anticoagulation medication regiment prior to surgery, resulting in high risk for an aneurysm rupture or a hemorrhagic stroke. Additionally, the physician considered the 30-minute delay to be clinically significant. While the event description does not disclose whether the aneurysm was ruptured or unruptured, it is also plausible that the time delay would contribute to a serious injury and/or death should the event re-occur while treating a ruptured aneurysm. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: pierot l, spelle l, cognard c, szikora I. Wide neck bifurcation aneurysms: what is the optimal endovascular treatment? J neurointerv surg. 2021 may;13(5):e9. Doi: 10.1136/neurintsurg-2021-017459. Epub 2021 mar 15. Pmid: 33722965; pmcid: pmc8053325. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00866. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8219115) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31040321) and could not pass through. The physician removed the microcatheter and stent from the patient for inspection; the microcatheter was observed to be in good condition. The physician switched to a new stent and used the original microcatheter to complete the procedure. The procedure was prolonged by approximately 30 minutes. There was no report of any negative patient impact. On 28-nov-2023, additional information was received. Per the information, the patient has a history of wide-necked aneurysm of the m1 segment of the middle cerebral artery. The procedure was targeting the middle cerebral artery (mca). When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. Adequate and continuous flush had been maintained through the microcatheter. The replacement stent was not another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300); the replacement stent was a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The additional information confirmed there was no negative patient impact. The physician did consider the 30-minute procedure extension to be clinically significant, ¿because the disease becomes a wide-necked aneurysm, stent assisted embolization is required.¿